Event description:
It was reported the velco strap clip for the head end o2 bottleholder (B)(4) broke in the emergency room and fell onto the floor while a pt was on the cot.

Manufacturer narrative:
O2 bottle holder.